Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on (B)(4) 2013 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that patient was a hyperopic treatment with post treatment superficial punctate keratitis (spk) and complaints of dryness, itchy and blurred vision. Physician discovered that patient did not fill restasis prescription that was written for patient on patient's pre-op exam day. Physician provided the patient with samples and a restasis prescription. Spk has reduced and vision has improved over the last few visits. Patient was prescribed pred-forte. No flap lift and rinse was performed. Patient did not experience a loss of best corrected visual acuity bcva. Uncorrected visual acuity and bcva was 20/25 in the right eye and 20/20 in the left eye. Additional information received on (B)(6) 2014 indicated that the patient still has severe dry eyes.

Manufacturer narrative:
Corrections: date of the report - the original date of (B)(6) 2013 submitted in the initial MDR is the right date. Placeholder.

Event description:
Account reported patient complains of persistent blurred vision on right eye more than left eye even though refraction is minimal. Patient complained she can't see out of right eye more than left eye and feels her vision is worse than with her glasses pre-treatment.

Manufacturer narrative:
Placeholder.